Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying durata implantable cardioverter defibrillator (ICD) lead was related to internal insulation breaches which may result in a lead failure to treat ventricular tachycardia (vt), ventricular fibrillation (vf) or inappropriate therapy. Specific patient information is documented as unknown. Hauser rg, sengupta j, schloss ej, stanberry li, wananu mk, abdelhadi r. "Internal insulation breaches in an implantable cardioverter- defibrillator lead with redundant conductors." Heart rhythm (2019), doi: https://doi.org/10.1016j/j.hrthm.2019.02.019.